Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer states bolts have come out of the rails on both sides of the bed.